Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic hernia repair. According to the reporter: the grey seal on the port kept inverting into the port when the surgeon was inserting instruments causing the instruments to get stuck in the port. This issue did not result in tissue damage or patient injury. There was no unanticipated blood loss greater than 250cc. Operative time was not delayed more than 30 minutes. A new port was used to correct the situation with no issues.